Manufacturer narrative:
The subject device was returned to aizu olympus for evaluation. As an evaluation result at aizu olympus, it was confirmed that distal tip of the subject device (maj-1537) came off. It is confirmed that the facility used in the procedure a third-party trocar (conmed, entree ii, 12mm) in combination with the subject device, which is off-label use from the instructions. As a result of reproduction test at aizu olympus using that third-party trocar and ltf-vh, the reported phenomenon was reproduced. The reported phenomenon was likely caused by the facility's off-label use of the trocar in combination with the subject device. The instruction manual warns user:"select a trocar with an inner diameter of more than 12.2 mm for use with the lens cleaning sheath. Do not use a trocar that does not allow smooth insertion and withdrawal of the lens cleaning sheath, even if its inner diameter is larger than 12.2 mm."

Event description:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during laparoscopic cholecystectomy, the user facility found the distal chip of the subject device that fell off into the patient. The distal chip was reportedly retrieved from the patient. There was no other patient injury report.